Event description:
It was reported that there was no label on the bd insyte¿ autoguard¿ shielded IV catheter packaging. The following information was provided by the initial reporter: "did not have label on back of packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no label on the bd insyte¿ autoguard¿ shielded IV catheter packaging. The following information was provided by the initial reporter: "did not have label on back of packaging."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15aug2022. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received five sealed 22g x 1.00in. Insyte autoguard units which were all missing the label prints. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the printing process. As the label was missing, a device history record review could not be performed.